Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that device turns on and off by itself occurred due to main board failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the high flow insufflation unit turns on and off by itself. The issue occurred during reprocessing of unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Correction: d8 inadvertently marked, leave blank.